Manufacturer narrative:
It was reported that the ventilator device generated a low o2 cell alarm. The o2 cell has a measuring function only and do not affect the delivered volumes. Later, information was received stating that the device o2 gas module was replaced, which solved the reported issue. A faulty gas module may lead to high pressure or stop of ventilation. The replaced gas module has not been returned for technical evaluation, nor have the ventilator device logs. The problem description alone is not specific enough to point to any particular fault. Despite several reminders, the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer ref.#: (B)(4).